Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument was identified to be clogged and broken. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was not able to verify the reported complaint. The housing was opened and visual inspection was performed. There was no damage found on the flush tube and it was not kinked. Failure analysis investigation also found the following damages, which were not reported: additional observation found a frayed pitch cable at the distal idler. No damage was found on the pulley and the clevis. Additional observation found yaw pulley exhibited char marks between the interception of the grip base area. Additional observation found scratches on the surface of the distal pulley. Additional observation found the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Additional observation found residue on clamping pulleys by the cable rails and bearings area. Failure analysis concluded that the damaged was likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, the additional observations of the frayed cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.